Event description:
The patient underwent a prolapse repair in 2004. The mesh was placed in the soft plaque in the recto-vaginal septum after the implantation of an ivs strip in the posterior aspect. Postoperatively, the patient developed a recto-vaginal fistula which was infected with escherichia coli. The patient was operated on and an ablation of the plaque was performed. The ivs strip was left in place.